Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device was returned for evaluation. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 9 mm from the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that catheter tip split occurred. An angiojet solent omni was selected for thrombus aspiration treatment of lower extremity veins. During the procedure, the tip of the catheter was damaged, and when the non-boston scientific guidewire was crossing the catheter, the tip of the catheter split, and the guidewire got into the split and got stuck. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that catheter tip split occurred. An angiojet solent omni was selected for thrombus aspiration treatment of lower extremity veins. During the procedure, the tip of the catheter was damaged, and when the non-boston scientific guidewire was crossing the catheter, the tip of the catheter split, and the guidewire got into the split and got stuck. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. .